Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the repositioning procedure, the lead could not get adequate sensing or thresholds. The helix would not retract on the lead and so the lead was explanted and replaced. No patient complications have been reported as a result of this event.